Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display went blank while printing a code summary. The customer advised that the display went dark for more than 15 seconds. The reported device behavior indicates that the device may have lost power and, as a result, defibrillation could have been delayed or prevented if it were necessary. There was patient use associated with the reported event. The customer advised that the device was being used to monitor the patient for tee and delivery of a shock for cv. The patient survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device's display went blank while printing a code summary. The customer advised that the display went dark for more than 15 seconds. The reported device behavior indicates that the device may have lost power and, as a result, defibrillation could have been delayed or prevented if it were necessary. There was patient use associated with the reported event. The customer advised that the device was being used to monitor the patient for tee and delivery of a shock for cv. The patient survived the reported event and there were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.